Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 29 cm distal to the is-1 connector pin. In this region, cuts in the insulation were observed. It is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high shock impedance. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted and replaced due to high shock impedance. The impedance gradually increased, the patient was monitored for a few months; it was decided to revise the lead. At the revision procedure the physician elected to upgrade the patient to a dx system. This lead and the ICD were explanted and replaced. No adverse patient events were reported. The lead will be returned for evaluation.